Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) could not be deployed. The deployment button was fully depressed and flush with the handle; however, after removal from the patient, the plug did not detach from the exoseal vcd device. Upon removal, the plug was found partially deployed and partially out of the shaft, and the indicator wire was still visible. Hemostasis was achieved by 20 minutes of manual compression. There were no reported injuries to the patient. The procedure was performed using a retrograde approach. The device was stored and prepared according to the instructions for use (IFU). The patient¿s body mass index (bmi) was not greater than 40. The physician was certified to use the exoseal vcd. Before use, there was no obvious sign of damage to the device or packaging. One exoseal device was used on the patient. And unknown sheath was used. Angiography confirmed the suitability of the femoral artery, including confirmation that the sheath introducer insertion angle was 30-45 degrees. It was confirmed that the vessel diameter was greater than or equal to 5 mm, and there was no obvious calcium deposition, plaque, stent, or stenosis greater than 50% at or near the puncture site. Before using the exoseal vcd, there was no evidence that the access site had a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The exoseal vcd and vascular sheath introducer were removed together as a single unit approximately 1¿2 seconds after depressing the deployment button. The device will be returned for evaluation.